Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the programmer experienced an issue with the display screen; calibration was unable to be activated due to the misalignment of the stylus touch-pen with the display screen. The customer comment regarding the power cord bay was also confirmed. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer experienced a failed touch screen. It was also reported that the power cord bay was broken. The programmer has been returned for repair. There was no patient involvement.